Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via webform that insulin pump had an damaged ring but that reservoir was unable to lock in place. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to high blood glucose level has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose level some days were 300 - 400 mg/dl. Reservoir lip ring was missing and black piece around top was chipped. It was also reported that reservoir was able to lock in place when inserted in to the insulin pump and reservoir lip ring was physically damaged. The customer declined troubleshooting for high blood glucose.